Manufacturer narrative:
(B)(4).

Event description:
Participant changed dexcom sensor this morning, and later noticed a "signal loss" error on the dexcom app on her phone, and "---" on ilet. The site instructed the participant to change the dexcom sensor and transmitter again, but still had the same error. Participant also tried disconnecting bluetooth and reconnecting, but the error still remained. Participant did manual bg at lunch time and at approximately 3:43pm, entered those bg readings into the ilet, and the ilet continued to work. Participant is on her way to hfhs site, and we recommended to continue to manually enter bg readings into the ilet at minimum every 2hrs, and to contact dexcom for further troubleshooting. On (B)(6) 2021 12:24 pm (a. Hrit) requested sensor and transmitter lot numbers, but they were not provided. Below is the update received (B)(6) 2021 from (B)(6): thank you (B)(6) for following up today. We do appreciate this. I did try sending you an update this morning by email. Pt. Had occasional signal loss but not consistent as yesterday since she changed sensor again and is now using another new transmitter. I talked with her regarding doing the update recently on her phone and yes, she did one overnight on sunday march 14 th. She understands that if signal loss continues that she try to delete dexcom clarity and the g6 apps, reinstall and sign in again to see if that alleviates any further issues. For now she is comfortable where she is at. Thank you for this information. Warm regards, terra ilet serial number (B)(4) sf case #(B)(4).